Event description:
It was reported that a patient presented with premature battery depletion of the device alleged, despite low pacing burden on the system leads. No intervention or adverse patient consequences were reported.